Event description:
The doctor stated that the patient received a medpor nasal shell implant on (B)(6) 2011. The doctor stated that the medpor nasal shell implant was removed and replaced with ribbed graft the first week of (B)(6). The doctor stated that on (B)(6), the patient had nasal hematoma and on (B)(6), the patient went to ER and was diagnosed. The doctor reported that on (B)(6), the hematoma was drained and cultured. The doctor reported that there was an infection. The doctor stated that the patient has had a recurring hematoma.

Manufacturer narrative:
The device manufacturing records were reviewed and all processes and tests were within acceptable limits. Device not returned.